Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Customer reports: transmitter not communicating and unexpected sensor error alerts/alarms. Unit was able to charge properly. Several attempts were made to connect and sync device. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. Unable to perform functional test due to communication anomaly. No physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. In conclusion the customer complaint of transmitter not communicating and sensor error alerts/alarms was confirmed.

Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.